Manufacturer narrative:
This report is submitted 9 january 2020.

Event description:
It was reported that prior to explant the patient's receiver-stimulator had extruded.

Event description:
Per the clinic, it was reported that the device was explanted due to skin breakdown at the implant site.

Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the surgeon, the device was explanted for an unknown reason on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.